Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had power supply which caused an electrical burn through battery contacts. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the issue was able to be confirmed, through visual review, while examining the circuit board. Evaluation inspected the device and found, the issue to be attributable to the q5 transistor failure. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.